Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the pump reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 400 mg/dl with atypical thirst and excessive urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly had remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for perceived inaccurate delivery and potential causes for bg issues did not identify any associated causes. The reported issue was not resolved with trouble shooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged inaccurate delivery issue of unknown causes.